Event description:
It was reported that the patient experienced cellulitis at infusion site on the lower abdomen. No medical or surgical intervention was reported.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. No information has been received to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.